Event description:
It was reported that the patient experienced infusion set cannula was bent which led to high blood glucose level and it was addressed by correction injection via multiple daily injection event on (B)(6) 2026.the site of insertion was on abdomen. The patient replace infusion set and resumed insulin delivery successfully.

Manufacturer narrative:
Initial 1 of 2 based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.